Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) and spinal pain. It was reported that patient was looking for manufacturing representative (rep) to program his adaptive stimulation because it was not "switching over" to the correct amplitude he needed for the position he was in/position was not changing to correct position her was in. Patient said he had adaptive stimulation originally programmed to adjust for only 2 positions, laying back and upright. Sunday he noticed that the amplitude of his laying back position ran up to about 9 v when normally it is a 2.50v and shocked him to death before he could get it turned back down when he was laying down and his legs almost jumped off the bed. Patient said the last day or so adaptive stim to be working normally for him. Patient said that all of a sudden he started seeing the "laying left" and "laying right" positions appear on his programmer when he had never seen them before and he did not know how they got there. Troubleshooting performed. Reviewed with patient that when device is oriented 3 positions must be selected, and if patient didn't want to use the 3rd position it would be set at 0.0v so patient wouldn't notice any change. It appears as though 'laying back" and 'upright' was selected along with the 'laying left' (laying left will also active lay right it was counted as one position all together). Patient said that he never gets into the laying position which might explain why he saw it on sunday for the first time, as he may have been laying on his side and accidently adjusted stimulation. Had patient check positions the laying back and upright positions registered correctly and were on the amp. Patient wanted it on. Patient checked position and laying r and laying were both set on 2.50, helped patient lower stim to 0.0v. After troubleshooting adaptive stimulation seemed fully functioning. Patient has appointment with health care professional (hcp) on (B)(6) 2018. No further patient symptoms or complications were reported in this event.